Event description:
As CT tech was attempting to initiate scan, the tech could not get the CT table to move. The patient was removed from the table and CT restarted. The table was still not working after restart. A full shut down was performed and system was restarted, but table would still not work. Ge service was notified and instructed staff through various troubleshooting procedures with no progress. Manufacturer came to facility the following day. The patient had to be transferred to another facility for the CT scan. A work order could not be obtained from ge as this manufacturer does not routinely provide hard copies on repairs done under the service agreement.